Manufacturer narrative:
This supplement is also updating the agency on new information regarding the product investigation conducted as a result of this adverse event. The product investigation completed by (B)(6), hoya quality assurance department, on 06/15/2015, found that: the lens was cut and explanted; one haptic was torn at the tip; the slider of the injector was fully advanced and the rod was advanced partially: the tip of the rod was deformed; and traces of lubricant were found inside the injector tip. A review of the production records showed no irregularities or abnormalities during its manufacturing and/or inspection processes. The exact cause in this case could not be ascertained.

Event description:
The trailing haptic of the lens was torn off right after being implanted. Lens had to be cut and explanted.